Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a craniotomy surgical procedure, it was noted that the bur broke. It was also reported that the surgery was completed using a replacement device, it was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a craniotomy surgical procedure, it was noted that the bur broke. It was also reported that the surgery was completed using a replacement device, it was further reported there were no delays and no adverse consequences as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.